Event description:
It was reported there was post operative bleeding from circular anastomosis at the gj during a gastric bypass procedure. Patient was brought back to or the following day.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: were there any issues experienced with the device in the initial surgical procedure? No, the device fired appropriately, the donuts were in tact and the leak test was sufficient. What healthcare professional fired the device and what is his/her experience with the device? Very experienced bariatric surgeon. Fired this device weekly. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, 2 full donuts. Was a complete transection of the white breakaway washer visually confirmed? Unknown, not inspected. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Not noted. How was the post-op bleeding identified? Vomiting blood. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.